Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported that, during his routine blood glucose monitoring, he observed a blood glucose value of "about 407 mg/dl". He indicated that he just did not feel well, but he did not report any specific symptoms related to his elevated blood glucose level. He reported a recommended target blood glucose value of 120 mg/dl. He stated that he believed that his infusion set cannula was leaking at the insertion site. He stated that, while bolusing 10 units of insulin, he observed insulin pooling on the surface of his skin through the clear plastic connector. He noted that, when he removed the infusion set headset, insulin ran down the surface of his skin on his abdomen. He stated that he corrected his elevated blood glucose level by changing his infusion device. During troubleshooting, no specific issues were identified related to his infusion management practices. He experienced the problem one week prior to the report and he had not retained the infusion set. Therefore, no product was available to be returned for eval. The pt did not require medical assistance from a healthcare professional or second party to address the issue.